Event description:
It was reported that this inflatable penile prosthesis (ipp) could no longer be inflated. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
B3 event date: estimated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) device underwent a thorough analysis. The cylinders and pump passed visual inspection. Leakage testing of the cylinders identified both cylinders had a bulge, due to excess air between the inner and outer tubes, when inflated with a syringe. It is probable that the identified bulge led to the reported inflation issue reported by the customer.

Event description:
It was reported that the patient, with this ambicor penile prosthesis (app) could not inflate the device one and a half year after being implanted. There were no previously reported issues. A new device was placed, and no patient complications were reported. There was no reported permanent impairment or damage to the patient.